Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and cyst-ndr.

Event description:
Healthcare professional reported right side "rupture". Also reported "the cysts that are observed in the MRI exam are considered normal in patients with the age of the patient, and have no correlation with the implants". The device remains implanted.